Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that episodes of noise were observed. Lead was explanted and replaced. Patient was fine post-procedure.